Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) customer called for assistance troubleshooting a consistent auto fill failure alarm on a cs300. She had already troubleshot verified there was no blood in the helium tubing, and performed several iab fills with no resolution. The unit was switched out to continue therapy. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional contact details: initial reporter- (B)(6); occupation: manager. Customer called and reported having already troubleshot verified there was no blood in the helium tubing, and performed several iab fills with no resolution. The customer went ahead and switched out the console which resolved the issue, the customer thanked the clinical support rep and the call ended. At this time, it is unknown if the customer has requested getinge to evaluate the iabp. Additional attempts to gain repair and status of the iabp from the assigned fse were performed with no response. All information has been obtained in gfe response for the complaint record. No further gfe attempts are required. Therefore, we are closing this record with no further action. If additional information is received, the record will be reopened and addressed accordingly.